Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an error regarding oxytocin bolus administration process. Per report, "the error was embedded within an ordered favorite (data set). We are fixing order set internally (fixing the data set). " there was patient involvement but unknown outcome. Bd interoperability and pharmacy consultants discussed with the customer the correct workflow when programming the bolus and continuous infusions. Example provided was: (the order/intended infusion) postpartum oxytocin is 10units over 30 minutes (334ml/hr) bolus then 95 ml/hr continuous. The user would program the pump as 95 ml/hr via interoperability then user would program the 10units over 30 minutes manually at the pump.

Manufacturer narrative:
Additional information: manufacturer narrative: root cause : the root cause for the reported issue of an issues in bolus administration / use error was not determined because no products or device logs were returned.

Event description:
It was reported an error regarding oxytocin bolus administration process. Per report, "the error was embedded within an ordered favorite (data set). We are fixing order set internally (fixing the data set). " there was patient involvement but unknown outcome. Bd interoperability and pharmacy consultants discussed with the customer the correct workflow when programming the bolus and continuous infusions. Example provided was: (the order/intended infusion) postpartum oxytocin is 10units over 30 minutes (334ml/hr) bolus then 95 ml/hr continuous. The user would program the pump as 95 ml/hr via interoperability then user would program the 10units over 30 minutes manually at the pump.